Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes: tired and dizzy. Manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. Daughter is calling on behalf of the customer. At the time of the call, the customer reported symptoms of dizziness and feeling tired; medical attention was not needed at the time. Customer's information was provided to technician who was unable to contact the customer via telephone. No further information was able to be obtained.